Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the reason for the conversion to open? Surgeon couldn't open the jaw since it was stuck on the vessel. He had to convert to open case and remove the device out of the vessel. Did the surgeon attempt other laparoscopic means to complete the case prior to making decision to convert to open? I haven't got any other information on this question. Was there any other trouble shooting steps taken in an attempt to open the jaws of the device? When it first stuck on vessel, surgeon thought the device hasn't fully fired, so he fired once again, and another clip was clipped on the vessel and the clip, and the situation got worse. Did the surgeon pre-load the clip off vessel and then place on vessel for two stage firing process? No, he usually load and fire at the same time. So I explained right steps to use. But he said he has always fired without preloading, and this is his first time of experiencing this problem. Were the handles able to be fully open and closed while the jaws remained closed on the vessel? Handles jammed and remained closed on the vessel which firing did this occur? First firing? If it wasn't the first firing, did the surgeon have to forcibly open the jaws to open the trigger prior to this fire? I heard this occurred on first fire, but I'm not sure since I wasn't in the operating room was there any torque applied to the jaws while firing? No, only vessel. Is there a photo or video available? I haven't got any photo or video.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire clip on vessel in "gb" case, its clip was stuck on vessel, and the device's jaw wasn't open. The surgeon tried to open it by firing once again, but another clip was fired on the fired clip, so surgeon had to change gb lap case to open case.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated and therefore no functional testing could be performed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly and 2 clips were found inside clip track. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.